Event description:
It was reported to philips that the heartstart mrx defibrillator came up as over range on test equipment at 100 joules. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4).